Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On the night of (B)(6) 2024, the patient was throwing up. The cgm was reading around 180mg/dl, but no fingerstick was taken. No treatment was given at that moment for diabetes management. At 5:00am the next morning (B)(6) 2024, the patient still experienced symptoms and at 9:15am, the patient was brought to the hospital by the parents. At that time the cgm reading was around 150mg/dl and no fingerstick had been performed yet. When a fingerstick was taken at the hospital the cgm reading was around 150mg/dl, and the blood glucose reading was around 489 mg/dl. According to the parents, the patient was in diabetic ketoacidosis and was treated with fluids and insulin injections. The patient stayed at the hospital for more than 24 hours and was discharged the day after the event. Of note, the patient had a stroke two weeks after getting hospitalized. At the time of the report the patient was stable and healthy. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2024 and earlier on (B)(6) 2024. The reported glucose values fall within the c zone of the parkes error grid when checked at the hospital. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2024. No additional patient or event information is available.